Manufacturer narrative:
Additional information added to h3, h6 and h10: h10: the device was not received for evaluation however photos and a video were provided. The visual inspection of the two provided photo showed the products after treatment. Blood on the dialysate side was visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two (2) units of polyflux 140h, an internal blood leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.